Manufacturer narrative:
Based on the information provided, no conclusions can be made. It is alleged that approximately eight years post implant of a ventralex hernia patch the patient developed an infection at the surgical site and was later diagnosed with a hernia recurrence. There has been no surgical intervention to date. Infection and recurrence are known inherent risks of surgery/use of the device. The adverse reactions section of the instructions-for-use, supplied with the device lists infection and hernia recurrence as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh.¿ a lot number was not provided, as such a review of the manufacturing records cannot be conducted. Note, the date of event has been estimated as (B)(6) 2014 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the patient underwent a laparoscopic umbilical hernia repair on (B)(6) 2006 with the implant of a ventralex hernia patch. About 8 years later between 2014 -2015, the patient complained of abdominal pain and bleeding at the surgical site. The patient was diagnosed with an infection and was prescribed antibiotics, additionally the patient was told she had a hernia recurrence. As reported on (B)(6) 2022 the patient complained of abdominal pain with drainage and was diagnosed with an infection. She was provided antibiotics and advised to have another surgery to repair the hernia recurrence. Contact reports the patient continues to have pain and drainage.